Manufacturer narrative:
Unable to verify software version due to missing segments, insulin pump received with missing segments due to cracked lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the insulin pump was cracked on the screen. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting was performed for cosmetic damage. Product was returned for analysis.